Event description:
The customer received two boxes, each containing a seeds cartridge, as order. When they opened the boxes, each sterile package of each cartridge was torn open (cartridges no longer sterile). The outside of each box appeared undamaged.

Manufacturer narrative:
The configuration of this package has not been changed and has been in use for 9 years. Only once a report was made that the pouch was ruptured. Retests of packaging configuration performed to get evidence on how the pouch could be damaged at the paper side. Extreme tests (paint shaker) provided proof that a loose top cover would allow the cartridge to vibrate and rupture the paper side. Damage to the sides (seal rupture) could however not be reproduced (even during severe testing). All sterile seed cartridges are double sterile packed. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4) 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.